Manufacturer narrative:
Concomitant medical products: product ID :8780, serial# : (B)(4), implanted: (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental repot will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg /ml, 398 mcg/day) via an implantable pump for intractable spasticity and other spasticity. It was reported they were unable to aspirate the catheter during a pump replacement on (B)(6) 2020. There were no known environmental, externa, or patient factors that may have led or contributed to the issue. The interventions/actions taken stated, "back table prime in or". The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the inability to aspirate the catheter was unknown. It was noted that the provided information was confirmed with the physician.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep on (B)(6) indicated that the reason for replacement was elective replacement indicator (eri). There were no further complications reported/anticipated.